Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not been returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient had undergone a right tka procedure on (B)(6) 2015. During the original procedure the patella was resurfaced. The patient was experiencing pain and underwent a revision right tka procedure on (B)(6) 2019. The revision procedure was completed by implanting another manufacturer's product. During the revision the following arthrex products were explanted: tibial tray implant, ar-503-ttth, lot 1337240, femoral implant, ar-516-7r, lot 108761331, bearing implant, ar-513-bh12, lot 113601409, patella implant, ar-504-psc9, lot 113601430.

Manufacturer narrative:
Complaint not confirmed, no evidence was found that may have contributed to the event. During the revision surgery the surgeon chose to also remove this device. The damage observed was most likely caused by the device extraction.